Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the position sensor was dead. A field service engineer replaced the sensor to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer sensor was in bad condition. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.